Event description:
The customer reported a bulge in the a-part/bending section sheath of the device insertion section during reprocessing. There was no patient involvement, and no harm was reported as a result of the event. During the evaluation of the device, the reported issue was not confirmed.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was not confirmed and a root cause of the could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.